Event description:
Pt said that every time pt open the app he needed to turn the bluetooth on and off to connect but pt is unsure about the error.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, a correction is required as of sep 21, 2022. It was reported that a connection issue occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a connection issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2 type of follow up: correction.